Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a documented blood glucose nadir of 45 mg/dl for about one hour overnight after changing supplies, adjusting the sleep target, and consuming a larger-than-usual meal that led to suspected overcorrection by the system. Symptoms included low blood glucose. Outcomes included self-management without medical intervention, no alerts or alarms, no backup therapy, and no ketone testing. Investigation included troubleshooting and education provided by support, including guidance to monitor glucose and to notify clinical support before changing device settings. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and that user and therapy factors could not be excluded as contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.